Manufacturer narrative:
Device was used for treatment, not diagnosis. Maude report (mw#5061618) . This report was not attached to the initial report in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please see maude report (mw#5061618). Reporting facility name or other contact information was not provided, therefore, additional information could not be obtained regarding this event. This report is for one, unknown 8.5mm reamer. Part and lot number were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. (B)(4) additional imaging to visualize retained fragments. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (mw#5061618) was received by synthes customer quality on (B)(6) 2016. It was reported that during orthopedic surgery to treat a femoral fracture on (B)(6) 2016, the tip of the unknown 8.5mm reamer broke off in the patient's proximal femur. With use of c-arm imaging, the surgeon was able to visualize the reamer fragments retained in the femur. The fragments were not able to be removed. This report is for one, unknown 8.5mm reamer. This report is 1 of 1 for (B)(4).